Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during an endoscopic retrograde biliary drainage (erbd) procedure in the common bile duct of a pt. During the attempt to retract the guide catheter for stent deployment, the guide catheter became stretched and the suture string did not release. The suture was able to be released with the scope and the stent was able to be deployed. The procedure was successfully completed with no reported pt complications. The pt was reported to be in good condition after the procedure.

Manufacturer narrative:
(B)(4): (suture string difficult to release). The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).